Event description:
The customer initially complained of a problem with a sample probe on their cobas 6000 c (501) module that is affecting multiple patients results. From the data provided, the gluc3 glucose hk gen.3 result for 1 patient was a reportable malfunction. The initial gluc3 result was 6 mg/dl with a repeat result of 189 mg/dl. The erroneous result was not reported outside of the laboratory. The repeat result was deemed to be correct. There was no adverse event. The gluc3 reagent lot was 33012601 with an expiration date of (B)(6) 2019. The customer stated that they were obtaining abnormal probe sucking alarms on other clear samples earlier in the day. The customer was having to resolve the issue by performing multiple probe washes and air purges throughout the day. The field engineering specialist was unable to determine a root cause. He verified that calibration and qc data was acceptable. Based on the qc data, no indication of a performance issue with the instrument or reagent was evident. The analyzer alarm history contained no conspicuous events. The investigation did not identify a product problem. The cause of the event could not be determined. The customer has had no further issues following the service visit.